Event description:
There was an allegation of questionable glucose hk gen.3 and sodium electrode results for two patient samples tested on the cobas integra 400 plus. Sample 1: the initial glucose result was 192 mg/dl. The repeat glucose result was 93 mg/dl. The repeat result was deemed correct. Sample 2: the initial sodium result was 164 mmol/l. The repeat sodium result was 139 mmol/l. No erroneous results were reported out.

Manufacturer narrative:
The glucose reagent lot number was 88913501. The sodium electrode lot number and expiration date were requested, but were not provided. The investigation is ongoing.